Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device after a heart cath interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the prostyle device in the anatomy. After deployment, a cuff miss [suture retrieval issue] was noticed. The lever was closed and the foot retracted. There was resistance when removing the device and the distal to proximal guide separated leaving the black sheath portion in the artery. Cut down surgery was performed to remove the separated black proglide sheath from the patient anatomy. No tissue or vessel damage had occurred. The foot of the device was still intact upon inspection of the device after use. Hemostasis was achieved with the cut down surgery/surgical suturing. There was a reported clinically significant delay in the procedure due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.